Manufacturer narrative:
(B)(4). Final analysis found an external abrasion at 17.9 cm to 18.1 cm from the connector pin and another external abrasion at 36.2 cm to 36.3 cm from the connector pin, both coils were exposed in this area. The abrasions were consistent with exposure to constant friction against another implantable device. This damage likely contributed to the reported noise. (B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up and the right atrial lead exhibited noise. On (B)(6) 2016 the patient presented to the hospital for a lead revision procedure. During the procedure, the physician noted that the lead was damaged at the suture sleeve area which was suspected to have caused the reported noise. The lead was explanted and replaced. The patient was in stable condition post surgery and would continue to be monitored.